Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving dilaudid with concentration 16 mg/ml at a dose rate of 5.127mg/day and marcaine with concentration 8 mg/ml at a dose rate of 2.5633 (dose unit not specified) via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient did not have pain relief for a few months. The date of event was approximately (B)(6) 2016. Regarding a dye study, the catheter was unable to be aspirated. Intervention performed included a catheter revision. A new spinal segment of catheter was implanted. The issue was resolved at the time of the report and the patient was without injury regarding their status as of (B)(6) 2016. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. On (B)(6) 2016 a company representative further reported that cause of the event was not determined. Regarding the catheter revision, the physician wanted to place a new spinal segment higher.

Event description:
Additional information was received from a consumer. The pump was used to infuse dilaudid 14.0 mg/ml at 7.69 mg/day at7.69 mg/day and marcaine 7.0 mg/ml at 3.8469 mg/day. At the time of report the pump was used to infuse dilaudid 16.0 mg/ml at 3.501 mg/day and marcaine 8.0 mg/ml at 1.7504 mg/day. It was reported that the patient's pain started coming back from 10 months to 1 year prior to report. The patient has an entry in their notes on (B)(6) 2014 stating this was when their back started hurting, but the patient thought it was a year prior ago when the pump acted up or was 8 months to 1 year prior. A catheter dye study was performed before the (B)(6) 2016 surgery in 2016. The healthcare professional told the patient there was a kink. The catheter was kinked for about 6-8 months and the patient was in excruciating pain and the patient was put on oral medications. The patient had a catheter revision on (B)(6) 2016. It was noted that when the medication reaches her back it's a constant flow and the patient stays out of pain. The patient thanks god she found their healthcare professional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.